Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Customer reports that the device is leaking around the entrance site and there is catheter migration. The patient had an infection and required cipro.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The peritoneal dialysis catheter required repositioning in interventional radiology. The implantation of a hemodialysis catheter was also required to facilitate ongoing treatment. Clinical staff were unable to recover the cuff from the patient when the catheter was explanted.

Manufacturer narrative:
The lot number involved was not provided; therefore the device history record (DHR) review cannot be performed. However, all dhrs are reviewed for accuracy prior to product release. The product sample was received for evaluation and investigation. It consisted of a catheter which came inside a plastic bag. The catheter showed signs of use (the catheter was cut at the distal end). Visual inspection of the catheter revealed that the cuff was removed from the original location. Magnified photos were taken and a layer of glue with no cuff remains was observed in the proper cuff location. No cuts were observed in the silicon tubing. The process failure mode effects analysis (pfmea) and the manufacturing process for this product was reviewed. The possible causes were identified. The cuff is assembled to the catheter according to procedure. During this assembly, the operator has to bond the cuff to the catheter tubing using a manual gluing tool with adhesive. The procedure indicates graphically the correct amount of glue to be applied and to inspect the cuff for voids and excess adhesive. However, according to the sample evaluation, a layer of glue with no cuff remains was observed in the proper cuff location. The instructions for use (IFU) indicate not to use excessive force when inserting the catheter. The catheter tubing can tear when subjected to excessive force or rough edges. According to the event description, the catheter required repositioning. The application of an excessive force to the device during a medical procedure is an open possibility. The reported condition has been confirmed. Based on all gathered information, the most probable root cause for this event can be considered as manufacturing related. During sample evaluation it was determined that more likely, the operator applied an incorrect amount of silicone adhesive during the cuff bonding operation, generating a glue layer unable to maintain the cuff in place. No complaint triggers or trends were identified. Based on the required action decision tree, this complaint is considered as a fast track event since it is reportable and was confirmed as device related. Therefore a corrective and preventative action (CAPA) has been opened to further investigate this issue and evaluate the controls that are in place during the manufacturing activities. If further evidence becomes available, this complaint investigation will be reopened to be updated accordingly. It must be noted that in-process controls, such as personnel training, incoming quality acceptance testing for (B)(6), 100% in process visual inspection and visual acceptance sampling, are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
Customer reports that the device is leaking around the entrance site and there is catheter migration. The patient had an infection and required cipro. The peritoneal dialysis catheter required repositioning in interventional radiology. The implantation of a hemodialysis catheter was also required to facilitate ongoing treatment. Clinical staff were unable to recover the cuff from the patient when the catheter was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.